Event description:
It was reported that approximately two weeks post implant, the patient presented with symptoms of palpitations, angina, shortness of breath and bilateral lower extremity edema. The symptoms were consistent with pacemaker syndrome and the pacing parameters on the implantable pulse generator (ipg) were adjusted. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.